Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument was noted to have damaged insulation.

Manufacturer narrative:
The instrument was received and evaluated. Engineering found material was missing at the distal end of the main tube. The surface of the main tube insulation appeared to be scraped off. The scrape marks were various in size and shape. The evidence was inconclusive, but the damage may be due to misuse or mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical has made several attempts to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.